Event description:
It was reported that this pacemaker exhibited power usage that was larger than expected. A request was made to have data from this device analyzed. Data analysis confirmed that battery power consumption was increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. This device was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported.